Manufacturer narrative:
Citation: kojima m, fujimoto s, noguchi m, et al. Analysis of predictors of paravalvular leakage after transcatheter aortic valve implantation with fifth-generation self-expandable valve. Cardiovasc interv ther. Published online september 15, 2025. Doi:10.1007/s12928-025-01188-5 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the predictors of paravalvular leak (pvl) after transcatheter aortic valve implantation (tavi) with the medtronic evolut fx fifth-generation self expandable valve. The study population consisted of 88 patients who all underwent tavi with an evolut fx valve. Of the 88 patients, the authors recorded 19 cases of mild pvl, 7 cases of moderate pvl, and zero cases of severe pvl. Balloon pre-dilation was performed in all 88 cases, while post-dilation was only conducted in 9 cases. In the study, the authors identified aortic valve calcification volume and agatston score as significant baseline predictors of pvl after tavi with the evolut fx.